Event description:
It was reported that this pacemaker exhibited multiple atrial tachy response events with oversensing of myopotential noise on the right atrial (ra) channel. The ra impedances were unaffected and within range. Boston scientific technical services suggested the ra lead may have insulation damage, but no information on the ra lead is available at this time. The pacemaker remains in service and there have been no adverse patient effects reported.